Event description:
It was reported that the lead had dislodged via review of x-ray. A decrease in r wave and an increase in threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.